Event description:
The customer has been wearing her ul1 aligners and the left side of her mouth has sharp pain and sensitivity after wearing them for a week. She went to her dentist for an exam and they could not find anything but did feel that the aligners were thicker in the front than the back and her bite is off because of this. Her dentist recommended she speak with us and discontinue wearing her aligners. She has stopped wearing them and still has the pain/sensitivity.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.